Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 111.2002 was not confirmed or duplicated during testing. When system is turned on it immediately goes into watchdog before it could finish booting, preventing us from confirming reported error code. Any error code during runtime that results in software to stop running will result in watchdog. ¿ received on 19-nov-2025, pcu device was received unboxed and with paperwork. ¿ the unit powers on and goes into watchdog due to faulty logic board. ¿ faulty logic board. Defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommended bd san diego repair center to replace the logic board. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 111.2002. There was no patient involvement.